Event description:
It was reported that the display on the insulin pump was frozen. Nothing further was reported.

Manufacturer narrative:
The display was blank, due to an anomaly isolated to the liquid crystal display board.